Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument and replaced the worn fitting kit, vacuum regulator, valve, manifold, dispense 2 way and valve, bypass, dispense manifold. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the fitting kit, vacuum regulator, valve, manifold, dispense 2 way and valve, bypass, dispense manifold did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial ai24729 or the fitting kit, vacuum regulator, valve, manifold, dispense 2 way and valve, bypass, dispense manifold were identified.

Event description:
The customer observed a false reactive alinity I cmv igg result for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = 21.6 au\ml, after several days repeat result = 0.3 au\ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I cmv igg result for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = 21.6 au\ml, after several days repeat result = 0.3 au\ml no impact to patient management was reported.